Event description:
It was reported that during a coronary stent procedure, difficulty was experienced crossing the lesion. The physician was able to cross the lesion, however; the balloon would not inflate. While attempting to remove the shaft of the catheter broke. No pt injuries or complications occurred.